Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. A lead safety switch was also declared which changed the configuration from bipolar to unipolar sensing which resulted in myopotential oversensing and noise on the ra channel. It was noted, the patient had another oor pacing lead impedance when configured in unipolar along with noise. Technical services suspects the lead is compromised. Additionally, there were 2 stored signal artifact monitoring (sam) episodes in which the minute ventilation (mv) feature was disabled. Technical services discussed programming options. At this time, the ra lead remains in service. No adverse patient effects were reported.